Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#91127 was implemented. We are unable to confirm or determine the root cause of the reported thermal event, as the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the omnipod 5 personal diabetes manager overheated while charging, resulting in the charging port and charging cord melting. The patient confirmed using the charging cord supplied with the device.

Manufacturer narrative:
The complaint reported thermal issue is currently under the referenced CAPA investigation and has been verified by the returned device. No further post market lab investigation evaluation is required.